Manufacturer narrative:
.

Event description:
The pt reported that an x-ray and CT scan showed the catheter had come out of the intrathecal space. No pt symptoms were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.